Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) /2025, it was reported by a distributor via email that an ar-1588rt-2j tightrope® ii rt had the chinese finger mechanism of an acl tightrobe broke as soon as the doctor tried to bring up the tendon graft. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested. Additional information received on 1/14/2025: this was discovered during a hamstring acl reconstruction procedure. After the tightrope was put in the patient and the button was flipped at the femoral cortex, the tightrope was when the surgeon pulled on one of the tails. The graft was removed from the patient, and the tightrope was cut out. A btb tightrope was used to avoid having to re-suture the graft. The case was delayed less than five minutes without additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, including excessive force shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands. The complaint allegation was not confirmed, and no evidence of the failure was received.